Event description:
Case description: investigation results: name: novopen® 4, batch number: unknown name: mixtard® 30 vial - batch unknown name: mixtard® 30 penfill® - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated. Company/manufacturer comments updated. Narrative updated accordingly. Company/manufacturer comment: 04-jan-2018: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event "novopen 4 dose button is very hard in pressing" and thus find similar incidents to the one reported in (B)(4). Continued: evaluation summary. Name: novopen® 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) novopen 4 dose button is very hard in pressing [device issue]. Arm paralysed [monoplegia]. Hospitalisation [hospitalisation]. (Random blood glucose =400 mg/dl) hyperglycaemia [hyperglycaemia]. On (B)(6) 2017 a correction is performed to event verbatim list.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) novopen 4 dose button is very hard in pressing [device issue]. Case description: study ID: (B)(6) programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. (B)(6). This serious solicited report from (B)(6) was reported by a consumer as "novopen 4 dose button is very hard in pressing" with an unspecified onset date , "arm paralysed" with an unspecified onset date , "hospitalisation" beginning on (B)(6) 2017 , "(random blood glucose =400 mg/dl) hyperglycaemia" with an unspecified onset date and concerned a (B)(6) years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "device therapy", mixtard 30 (insulin human) dose frequency (20 am and 20 pm) from unknown start date (reported as having used it from about 4 or 5 years) and ongoing due to "diabetes mellitus", mixtard 30 penfill hm(ge) (insulin human) dose frequency (20 am and 20 pm) from unknown start date due to "diabetes mellitus". Medical history included diabetes mellitus (diabetic from 20 years, type not known), neuropathy (was treated with neural paralysis drugs and tablets from 2001), haemophilia (patient took aspirin and aspocid for it.), patient had a thrombosis blood clot in his brain 2 times once in 2001 and once more in 2007, hospitalisation once in 2001 and discharged after a week, patient had a red skin in 2007 and was hospitalized and discharged on the same day. Concomitant medications included - aspocid(acetylsalicylic acid), aspirin/(acetylsalicylic acid). It was reported that on an unknown date the patient's arm was paralyzed. Also it was reported that the patient was hospitalized on (B)(6) 2017. A CT scan (computerised tomography) was performed on that day (results: not reported) and the patient was discharged on (B)(6) 2017. Also on an unknown date the patient's random blood glucose level was about 400 mg/dl. The patient also complained that the novopen 4 dose button was very hard in pressing. The patient took his dose at the abdomen, thigh and arm. Action taken to novopen 4 was not reported. Action taken to mixtard 30 was not reported. Action taken to mixtard 30 penfill hm(ge) was not reported. The outcome for the event "novopen 4 dose button is very hard in pressing" was not reported. The outcome for the event "arm paralysed" was not yet recovered. The outcome for the event "hospitalisation" was not reported. The outcome for the event "(random blood glucose =400 mg/dl) hyperglycaemia" was not yet recovered. Reporter's causality ( novopen 4) - novopen 4 dose button is very hard in pressing : unknown; arm paralysed : unknown ; hospitalisation : unknown ; (random blood glucose =400 mg/dl) hyperglycaemia : unknown . Company's causality ( novopen 4) - novopen 4 dose button is very hard in pressing : possible ; arm paralysed : unlikely ; hospitalisation : unlikely ; (random blood glucose =400 mg/dl) hyperglycaemia : unlikely. Reporter's causality ( mixtard 30) - novopen 4 dose button is very hard in pressing : unknown; arm paralysed : unknown ; hospitalisation : unknown ; (random blood glucose =400 mg/dl) hyperglycaemia : unknown . Company's causality ( mixtard 30) - novopen 4 dose button is very hard in pressing : possible ; arm paralysed : unlikely; hospitalisation : unlikely; (random blood glucose =400 mg/dl) hyperglycaemia : unlikely. Reporter's causality ( mixtard 30 penfill hm(ge)) - novopen 4 dose button is very hard in pressing : unknown ; arm paralysed : unknown ; hospitalisation : unknown ; (random blood glucose =400 mg/dl) hyperglycaemia : unknown . Company's causality ( mixtard 30 penfill hm(ge)) - novopen 4 dose button is very hard in pressing : possible ; arm paralysed : unlikely ; hospitalisation : unlikely ; (random blood glucose =400 mg/dl) hyperglycaemia : unlikely. Reporter comment: the patient don't know whether the problem is from mixtard 30 or not (causality is unknown).